Manufacturer narrative:
An internal investigation was performed for a false resistant cefotaxime result for a streptococcus constellatus strain in association with the vitek® 2 ast-st03 test kit. The customer strain is no longer available for this investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. A review of quality records confirmed that vitek 2 ast-st03 lot # 5420775403 met final qc release criteria, and passed qc performance testing. Quality systems (qs) performed a search for all complaints against ast-st03 card lot 5420775403, which indicated there was no trend for this card lot. The most recent qs quarterly trend review (q1 2018) did not reveal this issue as a trend.

Event description:
A customer from (B)(6) reported a false resistant cefotaxime result for a streptococcus constellatus strain from a patient nasal swab, in association with the vitek® 2 ast-st03 test kit. The result obtained with the ast-st03 card was mic = 1 and interpreted as resistant per eucast guidelines. The confirmation test was made with a liofilchem gradient test for cefotaxime (ctx) which gave a susceptible result. Repeat testing was not performed with the ast-st03 card. There is no indication or report from the customer that the false resistant results led to a delay of result or impacted the patient's state of health. A biomérieux internal investigation will be initiated.